Event description:
It was reported that the insulin pump alarmed multiple motor errors. The customer's blood glucose was 208 mg/dl. The alarms occurred during bolus delivery. The customer reported that recently they went through airport security. The customer stated that they are able to rewind the device. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at the display window corners and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.